Event description:
It was reported that the communicator was showing a red call doctor icon (rcd). A boston scientific company representative had the patient plug the communicator in and the rcd was showing. No adverse patient effects were reported. The communicator remains in service. Additional information was received indicating the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of 2282 ohms, triggering a lead safety switch (lss) and the rcd icon presenting. The rv lead remains in service. No adverse patient effects were reported.